Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an persistent atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the physician could no longer advance the wire. The wire was able to moved freely backwards, but would not advance past the catheter tip. On fluoroscopy, the center lumen looked "bent". After removal from the body it was noted that the center lumen looked to be advancing and bending with movement of the slider switch. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was returned with a guidewire inserted. Visual inspection of the catheter indicated that the guidewire lumen was kinked at the location of the spline cage. The guidewire was removed from the catheter. An occlusion of the catheter was experienced, potentially due to the guidewire lumen kinks, when attempting to fully insert the guidewire through the catheter. The catheter was visualized under an x-ray to determine the location of the guidewire being occluded. It was confirmed that the guidewire was stuck at the guidewire lumen kinks located at the distal cage. The reported guidewire stuck and kink events were confirmed via analysis. The farawave instructions for use cautions against deploying and undeploying the catheter without a guidewire fully inserted as it may result in catheter damage. The guidewire lumen may have kinked unintentionally due to a failure of having a guidewire fully inserted while in use during the procedure. The patient was being treated for persistent atrial fibrillation. The farawave instructions for use state that the use of the catheter is only for paroxysmal atrial fibrillation, not for persistent atrial fibrillation. The reported events of hemolysis and renal impairment are considered known inherent risks of the farawave catheter and are included in the list of potential complications in the catheter instructions for use.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the physician could no longer advance the wire. The wire was able to move freely backwards but would not advance past the catheter tip. On fluoroscopy, the center lumen looked bent. After removal from the body it was noted that the center lumen looked to be advancing and bending with movement of the slider switch. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory. It was further reported the use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use. It was further reported that post procedure, the patient was admitted for a prolonged hospital stay due to concerns of hemolysis relating to the pulsed field ablation (pfa) procedure. The patient experienced discoloration urine post procedure and blood work was completed. Creatinine was found to be elevated post procedure, and the patient was scheduled to stay in the hospital for additional monitoring. Bloodwork was completed multiple times with peak creatinine levels reported at 3.7. Pre-procedure blood work showed less than 1.0. As of (B)(6), creatinine levels have been dropping and no more reported discolored urine. The patient is expected to fully recover. The patient was discharged. It was further reported the creatinine levels were 0.75 pre-ablation on (B)(6) and increased to 1.1 at 5:33 pm on (B)(6) and 3.7 on the morning of (B)(6). Pre-ablation haptoglobin was 127 on (B)(6) on the morning of (B)(6), and 107 on (B)(6). Ldh was 651 on the evening of (B)(6). Post-ablation bilirubin was 4.2 on the evening of (B)(6), decreasing to 1.2 on the morning of (B)(6) and 0.9 on the morning of (B)(6). Contrast was not used during the procedure, and dialysis was not required. A total of 40 lesions were treated, with applications near the pulmonary veins (pvs) or carina region. Activated clotting time (act) remained below 300 seconds throughout the procedure. It was further reported that the patient is a 63-year-old female, and all lesions were applied in the pulmonary vein and carina regions. Approximately 1 liter of fluids was administered during the procedure. Daily bloodwork was conducted, and the patient had no underlying conditions or known pre-existing kidney issues. The types of imaging used included fluoroscopy, ice, map analysis, and egms. The patient was hospitalized for approximately four days, after which they recovered and were discharged.

Manufacturer narrative:
Additional information was provided in section a2 date of birth, a2 age at tie of event, a2 sex, a2 gender and section b5 describe event or problem.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the physician could no longer advance the wire. The wire was able to be moved freely backwards but would not advance past the catheter tip. On fluoroscopy, the center lumen looked bent. After removal from the body it was noted that the center lumen looked to be advancing and bending with movement of the slider switch. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported the use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use. It was further reported that post procedure, the patient was admitted for a prolonged hospital stay due to concerns of hemolysis relating to the pulsed field ablation (pfa) procedure. The patient experienced discoloration urine post procedure and blood work was completed. Creatinine was found to be elevated post procedure, and the patient was scheduled to stay in the hospital for additional monitoring. Bloodwork was completed multiple times with peak creatinine levels reported at 3.7. Pre-procedure blood work showed less than 1.0. As of (B)(6), creatinine levels have been dropping and no more reported discolored urine. The patient is expected to fully recover. The patient was discharged. It was further reported the creatinine levels were 0.75 pre-ablation on (B)(6) and increased to 1.1 at 5:33 pm on (B)(6) and 3.7 on the morning of (B)(6). Pre-ablation haptoglobin was 127 on (B)(6), then 20 on the morning of (B)(6). Ldh was 651 on the evening of (B)(6). Post-ablation bilirubin was 4.2 on the evening of (B)(6), decreasing to 1.2 on the morning of (B)(6) and 0.9 on the morning of (B)(6). Contrast was not used during the procedure, and dialysis was not required. A total of 40 lesions were treated, with applications near the pulmonary veins (pvs) or carina region. Activated clotting time (act) remained below 300 seconds throughout the procedure. It was further reported that the patient is a 63-year-old female, and all lesions were applied in the pulmonary vein and carina regions. Approximately 1 liter of fluids was administered during the procedure. Daily bloodwork was conducted, and the patient had no underlying conditions or known pre-existing kidney issues. The types of imaging used included fluoroscopy, ice, map analysis, and egms. The patient was hospitalized for approximately four days, after which they recovered and were discharged.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the physician could no longer advance the wire. The wire was able to moved freely backwards but would not advance past the catheter tip. On fluoroscopy, the center lumen looked bent. After removal from the body it was noted that the center lumen looked to be advancing and bending with movement of the slider switch. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported the use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use. It was further reported that post procedure, the patient was admitted for a prolonged hospital stay due to concerns of hemolysis relating to the pulsed field ablation (pfa) procedure. The patient experienced discoloration urine post procedure and blood work was completed. Creatinine was found to be elevated post procedure, and the patient was scheduled to stay in the hospital for additional monitoring. Bloodwork was completed multiple times with peak creatinine levels reported at 3.7. Pre-procedure blood work showed less than 1.0. As of (B)(6), creatinine levels have been dropping and no more reported discolored urine. The patient is expected to fully recover. The patient was discharged on may 14. It was further reported the creatinine levels were 0.75 pre-ablation on (B)(6) 2025 and increased to 1.1 at 5:33 pm on (B)(6) 2025 and 3.7 on the morning of (B)(6) 2025. Pre-ablation haptoglobin was 127 on (B)(6) 2025, then 20 on the morning of(B)(6) 2025, and 107 on may 11. Ldh was 651 on the evening of (B)(6) 2025. Post-ablation bilirubin was 4.2 on the evening of (B)(6) 2025, decreasing to 1.2 on the morning of (B)(6) 2025 and 0.9 on the morning of (B)(6) 2025. Contrast was not used during the procedure, and dialysis was not required. A total of 40 lesions were treated, with applications near the pulmonary veins (pvs) or carina region. Activated clotting time (act) remained below 300 seconds throughout the procedure.

Manufacturer narrative:
Additional information was provided in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes, and h6 impact codes